Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number 3014128390-2021-00077.

Event description:
The patient was revised on (B)(6) 2021, approximately 04 years after the primary surgery on (B)(6) 2017. The cause for revision is unknown. The surgeon explanted the standard humeral cup (36/6) and implanted a stability humeral cup (36/9).